Event description:
Patient discharged from hospital to home on hospice that day. Patient required 15 liters of oxygen. Two 10 liter concentrators were in the home. Patient's family reported that one of the concentrators would register 10 liters and then drop to 0 liters. The non-rebreather mask would not inflate. Patient became increasingly short of breath and ultimately died that evening.